Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 143 mg/dl. The customer stated that she had issues with the sensor connecting with the insulin pump and that the insulin pump was not connecting with the transmitter. She noted that she had issues with sensor glucose and blood glucose readings, causing low glucose alerts and predicted low alerts, although she declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Eight opened and used sensors were inspected and a bicarbonate buffer test was performed. Three sensors failed per specification. One failed due to low readings, the second with high readings, and the third with no isig reading. The five remaining sensors passed per specification with accurate readings. No adhesive anomaly could be confirmed due to the sensor being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.